Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-mplanted with another advanced bionics cochlear device. The explanted device is requested to return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information: section g.3. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The date of the initial report is corrected to october 1, 2025. Prior to revision surgery the recipient's external auditory canal examination revealed the electrode was protruding. The external visual inspection revealed sliced silicone overmold on the top covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.